Event description:
An infusion of 500mg of aminophylline in 500 ml saline was set to run at 21 ml/hr, 3 hours after the start of the infusion, the nurse noticed that the bag was empty. A new infusion with the same prescription was started and two hours later, the nurse noticed that the bag was nearly empty. On closer inspection, they identified that the set loaded upside down into the pump, which had resulted in a free flow. They reported that 950 ml of drug had been administered in 5 hours.

Manufacturer narrative:
(B)(4). The device has been received and the investigation is pending. A f/u report will be submitted with failure investigation results once the eval of the pump is completed.